Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the customer¿s allegation (unable to focus) was confirmed. It was observed that it was not possible to change focus to a far point and an e243 error (focus function error) was displayed due to damaged ccd (charge-coupled device) unit. In addition to foreign material in air/water tube, additional findings are as follows: (a.) The scope connector case had watermarks (b.) The plug unit corroded, (c.) The connecting tube was cut, (d.) The light guide lens was cracked, (e.) Water removal does not meet the standard value, (f.) There was old design on the suction stoppers, (g.) And the distal end insulation inspection failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that it was not possible to focus using the colonovideoscope. The device was returned to olympus for evaluation. During inspection, it was observed the air/water tube had white foreign material inside. There was no report of patient or user injury due to the event. This report is being submitted for the malfunction found during the device evaluation.